Event description:
Half way through a loop electrical excision procedure for cervical dysplasia the pt received an electric shock on the leg where the grouding pad was. This recurred after changing the grounding pad. I then placed another grounding pad on myself and using the same bovie on myself, confirmed the electric shock. The connecting cord between grounding pad and machine had been replaced immediately after purchasing this used machine, for the very same problem.